Event description:
It was reported that there was a 'slight nick' on the lead casing, specifically the rubber insulation around the wire of the lead. The nicked lead reportedly was replaced and discarded. It was reported the next day that the patient 'had the exact same sensation' with the new lead and 'appeared to be doing well.' If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).